Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump continued to alarm motor error during the manual prime. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test seating at the end of motor travel, due to an out of phase motor encoder signal.